Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed about using multiple daily injections as a backup therapy. The customer was advised that they would receive a replacement pump with updated software.